Event description:
A customer contacted baxter's technical service center regarding a check drain line alarm that appeared on the homechoice (hc) display during drain 3 of 4. The technical service representative (tsr) had the home patient (hp) check the lines for fibrin and check the end of the line to make sure it is not in the solution, then press go. The alarm repeated. The tsr had the hp check the line again and the tip was in the solution so the tsr had the hp pull it out and arrange it so it's higher than the level of solution and then press go. The hp is draining much faster now. The hp continued therapy. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the nurse stated that she was not aware of the alarm. The nurse was informed to follow up with the hp for re-training purposes. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed because it was discovered during troubleshooting with the tsr that the drain line was submerged in fluid. Patients are instructed to leave an air gap between the drain line and the container the fluid is being emptied into. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.